Event description:
The distributor reported that there is a leak from the cylinder position.

Manufacturer narrative:
The device was evaluated and repaired by the distributor who shared their findings with the manufacturer. Leak.